Event description:
The cystic duct was clipped with the clip applier. The device jammed and would not release leading to laceration of cystic duct. Autosuture endoclip iii was used to finish procedure. No harm to patient.